Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: section c, h6 (annex g). . Event ummary it has been reported that during treatment for post-partum hemorrhage, the user noted that the stopcock was missing from the device packaging of a cook bakri postpartum balloon with rapid instillation components. The treatment was completed using another stopcock from a different department within the facility with the cook bakri postpartum balloon. A slight delay in the procedure occurred but interventional procedures were not necessary. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation. Reviews of documentation including the review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device were conducted. The complaint device was returned to cook for evaluation without original packaging. The device was returned without any rapid installation components. The dual check valve was circled on the device labeling. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis indicates that the device was not manufactured within specifications but does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied. "Upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a manufacturing quality deficiency contributed to the reported failure. Defect awareness training was issued for the personnel responsible for the manufacture of an out of specification device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: (other): the device has been returned and preliminary evaluation has been performed; however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It has been reported that during treatment for post-partum hemorrhage, the user noted that the stopcock was missing from the device packaging of a cook bakri postpartum balloon with rapid instillation components. The treatment was completed using another stopcock from a different department within the facility with the cook bakri postpartum balloon. A slight delay in the procedure occurred but interventional procedures were not necessary. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.